Manufacturer narrative:
Unit was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be 00.5 mv. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 48 mg/dl. The customer treated their low blood glucose with candy. It also stated that insulin pump received a broken force sensor was detected during seating or regular delivery. The insulin pump will not be returned for analysis. The customer stated that alarm was occurred during basal delivery. The customer was advised to discontinue the use of insulin pump. The insulin pump will be returned for analysis.